Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh and adjust were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on 01/21/2011 and mesh and adjust were implanted into the patient. The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, and a rectocele. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient underwent partial mesh removal on (B)(6) 2011 due to vaginal wound dehiscence and mesh exposure. The patient underwent mesh revision/explantation on (B)(6) 2012 and on (B)(6) 2013. No additional information is provided at this time. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-12328. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent cystoscopy, sling repair, cystourethroscopy, excision of vaginal mesh, mid-urethral sling placement, excision of mid urethral sling, ureterolysis, anterior and posterior repair, extraperitoneal vaginal vault suspension, rectocele repair, and uplift suspension (uterine vaginal vault suspension/extraperitoneal) on (B)(6) 2011. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-12328 and medwatch 2210968-2013-23354. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional patient codes: (B)(4) - itching, (B)(4)- inflammation, (B)(4) - vaginal septum, constriction of vaginal epithelium, severe bladder dysfunction, spotting, urinary leakage additional narrative: it was reported that following insertion the patient experienced vaginal septum, constriction of vaginal epithelium, severe bladder dysfunction, spotting with sex, vaginal itching, urinary leakage, and atrophic vaginitis.